Event description:
The device was used in a cardiac arrest event during which the device operated properly. After the event, when the device was put away, the customer reported that the cover would not latch closed. A replacement device was provided to the customer. When the device was received in redmond and tested, it would not power up because the power switch latch was broken.

Manufacturer narrative:
Physio-control removed and re-installed the power switch latch and then observed proper device operation through functional and performance testing. Root cause for the reported event was determined to be that the power switch latch had come off its mounting shaft and was inoperable.